Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters: upn: (B)(4), model: sc-9004-35, serial: (B)(4), batch: 15891220/16985341.

Event description:
It was reported that the patient was experiencing tenderness at the ipg site. The patient underwent an explant procedure to prevent the risk of infection and was doing well postoperatively. All device components were explanted and will not be returned.

Event description:
It was reported that the patient was experiencing tenderness at the ipg site. The patient underwent an explant procedure to prevent the risk of infection and was doing well postoperatively. All device components were explanted and will not be returned. Additional information was received that tenderness at the ipg site was thought to be positional. The patient had an antibiotics during procedure and the physician believed that the symptoms of infection were not device related.